Event description:
It was reported that during an adenoidectomy, the evac 70 xtra could not ablate after it was used for 4 minutes. After removing the wand, it was found that the metal electrode (metal wires) was broken and could not be used. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. The electrode wires have been heavily used and eroded. The electrode legs are still embedded in the spacer tip. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). Coagulation and plasma were generated as intended with the available electrode pieces. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for electrode erosion was associated with unintended use of the device. Factors that could have contributed to the reported event include using the device as a lever to enlarge surgical site, mechanical displacement of tissue through applied force, or activating the device above recommended settings for prolonged periods of time. The root cause for no ablation/activation failure could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the output may have appeared weaker due to the extensively eroded electrodes. No containment or corrective actions are recommended at this time. H11: h2: corrected data on: h6 (impact code & medical device problem code). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. According to the investigation results, the electrode wires did not break into pieces, instead, it was found the electrodes were heavily used and eroded. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.